Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis was unknown; however, it was reported that it "took place over a year ago." The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and the break in aseptic technique was further described as not following instructions and not washing their hands. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics injected into one of the therapy bags (dose, route and frequency not reported) for the peritonitis event. The patient had recovered from this event. No additional information is available.